Event description:
It was reported that during a laparoscopic robotic sleeve gastrectomy procedure, the device cut and did not staple on the distal portion of the staple line. It was the last ¼ of the staple line on the specimen side. This occurred on the 3rd firing with an ecr60g and seam guard buttressing material was being used. The user oversewed the staple line. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastric /120mm up from antrum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 3rd firing. What color cartridge was being used? Ecr60g. What other color cartridges were used before and after this event? Ecr60g. Was buttressing material utilized? If so, which product? Yes ¿ seam guard. Was the instrument fired across or near an existing staple line or clip? Yes ¿ near a staple line. Possible the user was firing over existing staple line, but could not confirm. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes ¿ when trying to open the device, the buttressing material and tissue were stuck to the device where no staples were deployed. Another device was used to pull the device from the tissue. No damage was noted to the tissue. Is there any other additional information you would like to share about this device or procedure? Device was articulated when firing.

Manufacturer narrative:
(B)(4). A green cartridge was received for analysis. Based on visual observation, there was no evidence of cartridge damaged. In additional, an intra operative photograph was received and reviewed. To determine potential cause, a physical analysis of the subject staple cartridge and device may yield the required evidence to determine the complication experienced. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.